Event description:
The magnetic sensor was broken. There was a warning message: catheter not connected. This was an intra-procedure failure. The catheter was replaced with new one and the problem was resolved. No harm came to this patient.